Manufacturer narrative:
UDI #: (B)(4) explant date: not applicable; lens remains implanted at the time of submitting the MDR. Initial reporter. Phone no. (B)(6). PMA 510(k): this report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported during the implantation of a pcb00v lens, plastic debris came out of the cartridge with the intraocular lens. The surgeon removed the debris from the patient's eye using a surgical instrument. Reportedly, the intraocular lens was implanted and there was no patient injury reported.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site as to date it remains implanted. The analysis by fourier transform infrared (ftir) spectroscopy of the foreign debris showed that the bulk of the material is consist with polypropylene. The material of the moulded cartridge platinum 1 series that is used in the pcb00v device is polypropylene. Manufacturing records review: a review of the manufacturing records for the cartridge was performed. The units were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The cartridge met manufacturing specifications prior to release. The search revealed that no other complaint was received for this production order number. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. All pertinent information available to abbott medical optics has been submitted.